Manufacturer narrative:
The q-stress device is intended to acquire, process, record, archive, analyze, and output electrocardiographic data during physiologic stress testing. The device is intended for use in adult, adolescent, and children patient populations. The device is intended for use in a clinical setting by trained personnel under the supervision of a licensed physician. The device may interface with equipment including a treadmill or ergometer for dynamic exercise evaluation, as well as non-invasive blood pressure equipment, functional arterial oxygen saturation (spo2) equipment, and computer communications equipment. Log files were reviewed and it was determined that the issue was due to incorrect software settings. Technical services walked the customer through using the reconcile function to merge the exam data to the correct patient. Based on this information, no further actions are required at this time. Although there was no injury reported as a result of this event, if patient data were to be mis matched on the system, it could lead to serious injury or death. Therefore, hillrom is reporting this malfunction.

Event description:
The customer reported the incorrect patient keeps appearing on completed exams. There was no adverse event reported. This incident has been captured under hillrom complaint # (B)(4).